Manufacturer narrative:
The reported event was not confirmed, as none were observed inside the unit's pouch. During visual inspection, several brown stains and a black dot were observed in the front area of the unit's pouch. The device was scrapped by the manufacturer.

Event description:
It was reported that during preparation of a surgical procedure at the user facility, the device had something brown and black seen underneath the seal of the package. The user facility reported that the procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during preparation of a surgical procedure at the user facility, the device had something brown and black seen underneath the seal of the package. The user facility reported that the procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.